Manufacturer narrative:
The reported events of no magnet response and premature discharge of battery were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was also noted that the arrhythmia patient experienced was bradycardia and device was pacing at a low rate.

Event description:
New information received notes that patient experienced dizziness.

Event description:
It was reported that patient presented to emergency room after experiencing arrhythmia. Upon evaluation, it was found that patient's pacemaker was not able to be interrogated. No magnet response and premature battery depletion was also noted on the pacemaker. The device was explanted and replaced. The patient was stable.